Event description:
The electrosurgical unit (esu/generator) system was involved in a pt incident. The esu continued to deliver output energy in a procedure after the physician removed his foot from the yellow pedal of the footswitch (part number 20189-027. Due to the continual operation of the esu, excesive bleeding occurred which required the dr to use argon plasma coagulation (apc) to stop the bleeding. The procedure was completed with another generaor, and the pt was fine. Note: the customer also reported that they had problems with the footswitch not always activating in the coag mode via the blue pedal of the footswitch.